Event description:
It was reported that the cs300 is not getting on. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.